Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced infection which required antibiotic therapy. It was also reported that the incision required drainage and was resutured in the physician&apos;s office. No further details were provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occurred. It was reported that a patient underwent a cervicofacial rhytidectomy with liposuction of the neck, a bilateral upper lid blepharoplasty, fat injections and restylane injections on (B)(6) 2012 in the doctor's office and suture was used. The patient was given a head dressing and standard prophylactic antibiotics and sent home. The patient experienced an infection and is being monitored by the surgeon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.